Event description:
Boston scientific crm received information that this device triggered elective replacement indicator (eri) and was associated with a moniotring voltage of 2.69 volts with a charge time of 20.5 seconds. The local representative informed technical services that the monitoring voltage at the last device check was 2.84 voltage. The local representative asked if this device was exhibiting premature battery depletion. Technical services explained that the monitoring voltage was still at middle-of-life (mol) 1 and that eri had been triggered by charge time. Technical services recommended device replacement since the device has now triggered eri.

Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form that this device was electively explanted in (B)(6) 2010 due to normal battery depletion. To date, the deviec has not been received at boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for analysis.